Event description:
It was reported that the device is overheating and turns purple without handling the cable. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 22-jul-2022: it was confirmed that the overheating of the device was not linked to any surgery and the issue with the picture was noticed during the incoming check at the office.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is overheating and turns purple without handling the cable. The reported event was partly confirmed. The service evaluation revealed that the device gets very hot after a few minutes due to a defective electronic. However the device does not turn purple without handling the cable.